Manufacturer narrative:
The t:slim g4 user guide states: the insulin on board (iob) feature reflects how much insulin is remaining in your body from previous boluses. Iob is always displayed on the home screen and is used in bolus delivery calculations when applicable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels, up to 250 mg/dl. Customer has been experiencing inflammation and thinks that it may be contributing to elevated bg level, but is unsure if elevated bg level is due entirely to inflammation. Elevated bg level was addressed with a bolus via the pump and by manual injections. In addition, the customer thought that the pump was not delivering the correct amount of insulin as customer did not fully understand the insulin on board (iob) feature. Customer thought that iob was being continuously delivered and did not understand that iob is insulin that had already been delivered. Review of pump data upload by tandem technical support (cts), confirmed that there had been no discrepancies with insulin delivery. Cts educated the customer on the iob feature.